Event description:
It was reported that the patient experienced pectoral muscle stimulation when the patient lay of the left side. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.